Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys hcg + beta test system for two patient samples. Patient 1 initial result was 35.88 miu/ml. The repeat result on the cobas e411 was 1.48 miu/ml and from the cobas 6000 e 601 module the result was <0.100 miu/ml. Patient 2 initial result was 83.60 miu/ml. The repeat result on the cobas e411 was 1.5 miu/ml and from the cobas 6000 e 601 module the result was <0.100 miu/ml. The patient was a (B)(6) female. The results from the cobas 6000 e 601 module were considered to be correct and were released to the patients. There was no allegation of an adverse event. The reagent lot number was 240444. The expiration date was requested but was not provided. The field service representative found an assay cup in the mixer washing station and found the probe tubing was not positioned correctly in the roller. He repaired the tubing and adjusted the probe and the sipper.